Event description:
While physician was attempting to intubate this pt, the tracheostomy introducer set became curled at the end, requiring the physician to utilize another kit, delaying the intubation of the pt. No negative outcome to pt. Physician very upset.